Manufacturer narrative:
Pump passed the displacement test. Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked battery tube threads, cracked case at the display window corners and cracked lcd window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was broken. Reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.